Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was having difficulty charging due to device not lying flat, and as a result the patent was experiencing discomfort. Surgical intervention took place on (B)(6) 2024 where the pocket was made deeper to address the issue. Effective stimulation was restored.

Manufacturer narrative:
Date of event estimated.